Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received states the cause of high threshold was suspected to be lead fracture.

Event description:
It was reported that the asymptomatic patient presented for follow-up, high capture threshold was observed. The lead was explanted and replaced. The patient will be followed up normally.